Manufacturer narrative:
Concomitant medical products: 7121 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. Vegetation was noted on the patient's valves. The patient was treated with antibiotics and received a new system a short time later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.